Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric identifier screen did not allow any user to log in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an error ¿dfamatcher - no candidates found¿ during bioid login for a user, which is a known post-upgrade issue. A technical support specialist (tss) applied knowledge article (ka) "bioid lumidigm update package 1.3 release for es ¿ failure recovery fix" then updated es lumidigm bioid and manually installed the bioid driver on the station. Further the customer reported that the station required two reboots before returning to normal operation. Then the tss confirmed that the station was successfully rebooted and operated as expected. The system functioned as intended after the technical support specialist troubleshot the device.